Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced cardiac arrest while connected to a homechoice claria device. The nurse reported the caregiver called emergency medical services and the patient was ¿emergently disconnected¿ for transport to hospital. Subsequently, the patient passed away. The cause of death was reported as cardiac arrest. It was reported an autopsy is being conducted and awaiting results. The nurse reported this was the first treatment since being discharged from the hospital for another indication. The treatment was reviewed by the pd nurse, and it was noted the patient¿s initial drain was only 48 ml. The nurse reported they were unsure if the hospital discharged the patient with fluid or not. There were no issues reported with the device and no alarms were generated. The device was operational, and a swap was not necessary. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: as previously reported, review of the sharesource log data was performed, and review of the most recent treatment(s) revealed no excessive fill or drain volumes compared to the clinician programming. There was no indication of an iipv event or evidence of a device malfunction associated with the reported issue. The reported condition was not verified. Based on additional information received, the homechoice claria was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a sample analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Review of the sharesource log data was performed, and review of the most recent treatment(s) revealed no excessive fill or drain volumes compared to the clinician programming. There was no indication of an iipv event or evidence of a device malfunction associated with the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.